Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric, de novo, 75% stenosis in the distal right coronary artery. Reportedly, the 2.5 x 12mm nc trek balloon catheter was advanced during pre-dilatation when an inflation attempt was made; however, the balloon ruptured during second inflation at 12 atmospheres for 20 seconds. There was no resistance during advancement or retraction of the device. A non-abbott drug eluting stent was deployed to the lesion and a different sized nc trek was inflated to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.